Manufacturer narrative:
An investigation was performed in response to a complaint of error 2300 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) inspected the alignment of the x1 pitch sensor flag and discovered that it was misaligned. The fse adjusted/aligned the flag and the analyzer operated as expected. The investigation revealed that the misalignment was due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for serial number (B)(4) from the date of 18aug2020 through aware date 18sep2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator¿s manual under section 12: flags and error messages states the following: error message: [2300] s. Loader step feed failure. Cause: the pitch sensor (B)(4) failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check (B)(4) and the step feed mechanism.

Event description:
Customer reported an error 2300, s. Loader step feed failure following a rack loader jam. This is a reportable event based on delay of reporting patient results for class a analytes.